Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of a broken sensor needle and that the serter is not releasing the sensor. The customer's blood glucose was unknown at the time of incident. Troubleshooting found that a piece of the sensor broke off and may be lodged inside of the serter. Customer was advised on proper insertion technique and that the sensor would be replaced and to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.